Manufacturer narrative:
Both needles used in this case were returned for evaluation and were confirmed to be defective. This MDR is associated with needle #2 (lot a2120). Refer to MDR# 9616793-2019-00090 for needle #2 (lot a2119). The needle manufacturing records for needle #2, lot a2120 were reviewed and no related deviations or concerns were noted. The needle's electrical malfunction was confirmed as it failed investigative testing for electrical atp properties. Upon disassembly, the resistance wire insulation layer on the heater was damaged during assembly process leading to the current leakage in this point.

Event description:
It was reported that during a cryoablation procedure, one of the icerod needles caused the patient to spasm at stick freeze. They changed the needle and were able to move on. Then after 7 minutes of freeze, the patient had a spasm again. It was the impression that the physician got the ablation he wanted. The needles were returned for investigation. Refer to MDR# 9616793-2019-00090 for the first complaint related needle's investigation results.